Event description:
Customer reported low blood glucose symptoms; she self treated by eating watermelon, and blood glucose result following treatment was 226 mg/dl obtained on the compact plus system. Paramedics tested customer within 10 minutes and obtained results of 103 mg/dl on their meter. Customer re-tested on the compact plus meter and obtained result of 103 mg/dl. Customer's symptoms improved. No adverse event related to the device reported. Requested return of suspect device and replacement was sent.